Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical determined root cause as due to user fault. It is normal behavior that the "not for clinical use" message will be active until the unit get rebooted after once enter into a service menu. Unit functioned as designed. After the customer rebooted the unit, the message did not appear again and the unit allowed put back to service.

Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and verified the correct blower configuration. The previous week they showed the customer how they know when they do an o2 point calibration. The unit was left in service mode and is showing not for clinical use message since it is in service mode. The unit was rebooted and the message did not show again. The unit is ready to be put in service. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported bellavista1000 us displaying message: "not for clinical use" while connected on a patient. Furthermore, there was no patient harm reported. The ventilator was replaced without incident.